Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm 259 mg/dl. Customer's blood glucose at time of incident was 259 mg/dl. Customer was advised to insert new battery and monitor pump. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admissions was 400 mg/dl. The customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with IV drip and one injection. Customer was wearing the pump at time of hospitalization. Customer declined to continue troubleshooting because his blood glucose was high due to pump being off.